Manufacturer narrative:
This event occurred at (B)(6) university in nagoya, japan. Manufacturer's investigation conclusion: the reported event of the system controller display did not activate when the display button is pressed can be confirmed. The evaluation of the returned system controller, serial number (B)(6) revealed that the controller¿s screen intermittently activates when more pressure is applied to the display button. Further evaluation identified small cracks on multiple pins solder joints on the user interface (ui) connector which connects via a ribbon cable the ui with the pcba (printed circuit board assembly). The pins were resoldered, and the display button was able to consistently activate the controller¿s screen with no additional pressure. The button was pressed and released repeatedly and the pump speed, power, flow, pulsatility index and the backup battery charge status were displayed on the screen as expected. The log files were successfully retrieved from the system controller and the recorded data did not add any information regarding the reported event. The system maintained the set speed with no interruptions. Although the damage to the user interface connector solder joints appeared mechanical, the specific root cause was not able to be determined. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 lvas patient handbook (japan), cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller display did not activate when the display button was pressed. Although, during a self-test the alarms were visible on the screen. The system controller was exchanged.